Manufacturer narrative:
The device was received with operating currents within specification. The device passed self -test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power loss. No power loss alarms noted on detailed trace/long trace downloads. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was off and could not be turned on anymore. The patient's blood glucose at the time of incident was 11.1 mmol/l. When a new battery is inserted, the red light on the insulin pump flashes and then turns off; the device then stays off. The caller had tried new batteries from different packages but the insulin pump would not turn on. The battery level was fine. The insulin pump will be returned for analysis.